Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-022, 510k # k040962 and UDI # (B)(4) was cleared in the united states. Visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant deformation at multiple locations along the length of rods due to apparent rod bending. Microscopic examination of the fracture surface identified a fairly flat fracture surface with shear lips towards the end of the break indicating material overload. There are river lines indicating cyclic fatigue. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 153200500, 510k #k113174 and UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. X-ray images review: post-op x-ray of t9-s2ai surgery shows rod fracture and one screw out of the tulip at s2 screw. Date of original implant is unknown, fusion status is unknown, but is reported as incomplete l5-s1. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphoscoliosis type of procedure used: t9-s2ai: psf(posterior spinal fusion), l2/3 l3/4 l4/5: olif(oblique lumbar interbody fusion), l5/s1: plif(posterior lumbar interbody fusion) levels implanted: t9-s2ai it was reported that on unknown date, post-op, the rod broke at l1/l2 and at l5/s1. Fusion was not achieved at l5-s1. Hence, a revision surgery was performed, in which the products were replaced. The neck of the patient was not well and the patient fell down, so cervical decompression was also performed. No fragment of the broken products remained inside the patient post revision surgery; and no patient complications were reported.